Event description:
Describe event or problem: suspected deflation.

Event description:
Deflation of right breast. Bilateral exchange of saline implants with another brand. Initial use of device unknown.